Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump was charging. Customer received low power alerts/alarm prior to pump shutting off. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.